Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery with an intraocular lens (iol) implant procedure, the iol was crooked in the injector, it was difficult to push forward and could not be implanted. The cataract surgery was completed with a unspecified replacement product. There was no patient contact and no patient impact.

Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. No viscoelastic was observed in the nozzle or the tip of the device. Viscoelastic was only observed on/at the area of the lens. The plunger and lens were advanced to mid nozzle. The plunger was advanced over the optic edge. The lens was rotated/misfolded to the right side of the device. The leading haptic was misfolded back along the posterior surfaced on the left side of the nozzle. The trailing haptic was tucked in the optic fold. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). No viscoelastic was observed in the nozzle or the tip of the device. Viscoelastic was only observed on/at the area of the lens. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Only use a company ophthalmic viscosurgical devices (ovd) qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
After re-assessing this "complaint" with the current information "the iol was crooked in the injector, it was difficult to push forward with no patient contact", this event does not meet criteria for reporting as a malfunction.

Manufacturer narrative:
Corrected information was provided in b.2., b.5. And h.11. Based on current information, after re-assessing this complaint, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).